Manufacturer narrative:
Correction (g1) - contact office address: (B)(4) 7815 national service road suite 600 greensboro, nc 27409 336-542-4679. No photograph associated with this case were received and no unused return sample was received for evaluation. Conclusion summary of the related event: based on the results of the preliminary investigation, the batch record review was performed and no discrepancies were found. In addition, no photo or sample were received confirming the defect by customers. Furthermore, through the process investigation it was concluded that the reported issues may be associated to the mixing process. The root cause investigation was generated and corrective and preventive actions were taken through the CAPA plan that could impact in this failure mode. Furthermore, based on the analysis of the complaint data, no adverse trend was observed for the failure mode in the involved lines. For all the explanation above, a root cause investigation (rci) is not necessary. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the moldable material was hard and she was unable to roll the center open properly. The material did not rebound. She felt it was dry. The product was used by the patient.